Event description:
It was reported that approximately three months implant, the patient had a dehisced wound. The ipg system was initially revised and the patient was treated with oral antibiotics. The wound dehiscence continued and eventually the ipg system was removed. No further patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).